Manufacturer narrative:
(B)(4).

Event description:
It was reported via medwatch " patient scheduled for intra aortic balloon pump placement. Teleflex iabp 50 cc inserted. Upon fluoroscopy, balloon noted to not function appropriately". No additional information surrounding this issue is available.

Event description:
It was reported via medwatch " patient scheduled for intra aortic balloon pump placement. Teleflex iabp 50 cc inserted. Upon fluoroscopy, balloon noted to not function appropriately". No additional information surrounding this issue is available.

Manufacturer narrative:
(B)(4). Corrected data: section d.1.-brand name corrected to arrow ultraflex iab: 8fr 50cc. Section d.4.-catalog# corrected to iab-06850-u. Section d.4.-lot# unknown. Section d.4.-UDI# corrected to (B)(4). The reported complaint that the "balloon noted to not function appropriately" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.